Event description:
It was reported that the patient presented for a procedure. During the procedure, it was noted that the stylet was difficult to remove from the atrial lead. The lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty in removing stylet was confirmed. A complete lead was returned in one piece with the stylet found partially inserted. The stylet was able to be removed with some restrictions with blood/ body fluids. X-ray inspection found bunching of the inner coil at the connector region. The cause of the reported event was isolated to blood/body fluid inside the inner coil restricting stylet removal.